Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("during hysteroscopy, gynaecologist noted that essure insert had been expulsed in the uterine cavity") in an adult female patient who had essure (batch no. 664589) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (removed due to hysteroscopy). Essure was removed. At the time of the report, the device expulsion and metrorrhagia outcome was unknown. The reporter provided no causality assessment for device expulsion and metrorrhagia with essure. The reporter commented: the patient had an appointment for a hysteroscopy due to metrorrhagia. During the examination, the gynaecologist noted that the essure insert had been expulsed from the uterine tube and was currently in the uterine cavity. The gynaecologist removed essure from the uterine cavity. No other device was placed. The patient did not experience any side effects. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-may-2017 for the following meddra preferred term: device expulsion- analysis in the global safety database revealed 239 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: 664589 - production date: aug-2009 - expiration date: aug-2012. As of apr 18, 2017, the responsible quality unit (rqu) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 12-may-2017: the reporter did not respond to final follow-up attempt. Company causality comment: an adult female patient had essure (fallopian tube occlusion insert) inserted and it was reported that during hysteroscopy, gynecologist noted that essure insert had been expulsed in the uterine cavity (considered as partial expulsion of device). Essure was removed from the uterine cavity. The event is regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of partial expulsion of device are not known. However, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event was reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect; however, the reported medical events are not indicative of a quality deficit per se. No similar case reports have been received to date in relation to the reported batch. Despite attempts no further information could be obtained.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("during hysteroscopy, gynaecologist noted that essure insert had been expelled in the uterine cavity") in an adult female patient who had essure (batch no. 664589) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (removed due to hysteroscopy). Essure was removed. At the time of the report, the device expulsion and metrorrhagia outcome was unknown. The reporter provided no causality assessment for device expulsion and metrorrhagia with essure. The reporter commented: the patient had an appointment for a hysteroscopy due to metrorrhagia. During the examination, the gynaecologist noted that the essure insert had been expelled from the uterine tube and was currently in the uterine cavity. The gynaecologist removed essure from the uterine cavity. No other device was placed. The patient did not experience any side effects. Most recent follow-up information incorporated above includes: on 28-mar-2017: essure's batch number provided. Reporter's email added. Company causality comment: an adult female patient had essure (fallopian tube occlusion insert) inserted and it was reported that during hysteroscopy, gynaecologist noted that essure insert had been expelled in the uterine cavity (considered as partial expulsion of device). Essure was removed from the uterine cavity. The event is regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of partial expulsion of device are not known. However, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event was reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("during hysteroscopy, gynaecologist noted that essure insert had been expulsed in the uterine cavity") in an adult female patient who had essure (batch no. 664589) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (removed due to hysteroscopy). Essure was removed. At the time of the report, the device expulsion and metrorrhagia outcome was unknown. The reporter provided no causality assessment for device expulsion and metrorrhagia with essure. The reporter commented: the patient had an appointment for a hysteroscopy due to metrorrhagia. During the examination, the gynaecologist noted that the essure insert had been expulsed from the uterine tube and was currently in the uterine cavity. The gynaecologist removed essure from the uterine cavity. No other device was placed. The patient did not experience any side effects. Quality-safety evaluation of ptc: lot#: 664589, production date: aug-2009, expration date: aug-2012, as of apr 18, 2017, the responsible quality unit (rqu) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: an adult female patient had essure (fallopian tube occlusion insert) inserted and it was reported that during hysteroscopy, gynecologist noted that essure insert had been expulsed in the uterine cavity (considered as partial expulsion of device). Essure was removed from the uterine cavity. The event is regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of partial expulsion of device are not known. However, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event was reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect; however, the reported medical events are not indicative of a quality deficit per se. No similar case reports have been received to date in relation to the reported batch. Further information is being sought.